Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported problem multiple upstream occlusions alarm which was not reproduced. Upstream occlusion alarms were verified through a review of the event history log and found several cracks in the ultrasonic flex. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced multiple upstream occlusion alarms. There was no patient involvement. No additional information is available.